Event description:
A malfunction alarm identified as malf 12 was reported by the customer. There was no reported impact to the customer's blood glucose level. Technical support guided the customer through resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if any further malfunctions occurred, which the customer acknowledged and understood.